Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive b-hcg result on the architect i2000sr analyzer. The following data was provided for a (B)(6) female: sid (B)(6): initial 353.72, repeat less than 1.2 miu/ml. An ultrasound confirmed she was not pregnant. There was no negative impact to patient management.

Manufacturer narrative:
On july 30, 2019, the suspect medical device was updated from architect b-hcg reagents ln 07k78-25 lot 92571ui00 manufactured in longford, ireland to architect i2000sr analyzer ln 03m74-58 sn (B)(6), manufactured in dallas, texas USA. 1628664-2019-00564 for all follow up information.